Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid at unknown concentration and dosage via an implantable infusion pump for the treatment of spinal pain. It was reported that the patient's pump failed three weeks prior to (B)(6) 2018 and would be replaced the week after (B)(6) 2018. Patient went through withdraw and pump started alarming three months prior to (B)(6) 2018. The pump went dry and the pump motor would stall out on (B)(6) 2018 because they were waiting for insurance coverage. The healthcare provider (hcp) shut pump off the week before 2018-apr-18 and the patient went through withdrawals again. The withdrawal was bad and everything smelled like rotted fish. The patient could not eat, drink and went from (B)(6). No further complication was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.